Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00446. A physician reported a certas valve (ID (B)(4)) was implanted via l-p shunt 5 years ago (unknown date) with unknown setting. The valve was placed with (B)(4), (lot#; unk) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022, the patient had severe headache and the setting was changed from 3 to low, however, the setting could not be changed. On (B)(6) 2022, they tried to change the setting again, but it was not possible. Therefore, the valve and hakim peritoneal catheter (ID (B)(4)) were removed and replaced. Physician also suspected the valve and catheter¿s occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve (ID 828800) was returned for evaluation. Failure analysis - valve was received with the position of the cam at setting 3. The valve was visually inspected, a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due biological debris and protein interfering with the valve mechanism, at the time of investigation no programing or occlusion issues were noted. No corrective action is required given that no manufacturing, workmanship, material deficiency or adverse trend was identified.

Event description:
N/a.